Manufacturer narrative:
(B)(4).

Event description:
Procedure: hemorrhoid. According to the reporter: the staples were not properly formed and the staple line did not hold tightly. Another device was used to complete the procedure successfully. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was no blood loss of 500cc or more. There was no extension of operating time 30 minutes or more. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).